Event description:
Per the clinic, the patient experienced a sudden loss of connection. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
The device was explanted on (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery. (B)(4). This report is filed march 4, 2014.

Manufacturer narrative:
Implanted device remains.